Event description:
On (B)(6) 2025 the patient reported they had developed an infection approximately 14- 18 months prior at the unspecified pod¿s insertion site while wearing the device an unspecified number of hours. The patient reported having a history of being prone to skin conditions. The patient reported the infusion site to have red skin and irritation. They sought medical attention with a general practitioner at (B)(6). (B)(6) (the patient could not remember the name of the practitioner who assisted her), was diagnosed with a skin infection, and treated with an unspecified antibiotic via unspecified route. The provider also recommended a spray adhesive, and a medicare barrier spray for future use. The pod and the sensor had both been removed prior to seeking medical attention. The patient reported that both the pods and the sensors can cause skin infection, however this specific time was related to an infection at the sensor site. No other specific incidents of infection were reported by the patient despite saying this. Insulet is reporting this out of an abundance of caution as it is not 100% clear if the patient¿s allegation is against just the sensor or the sensor and the pod. A new pod was successfully applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 1.2.4. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unspecified. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.